Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge remained static at 105 units of insulin since the cartridge was filled on (B)(6)2016. It was unknown how much insulin the customer filled the cartridge with. Reportedly, the customer filled the cartridge with cold insulin. During the time of the call, the customer declined to load a new cartridge with tandem's technical support, and indicated troubleshooting would be completed at a later time. Multiple attempts were made by tandem's technical support to complete troubleshooting; however, no additional information regarding this event was provided. There was no impact to the customer's blood glucose level.